Event description:
It was reported that upon interrogation, the device presented in hardware vvi. The patient had received an lvad recently and post-op was going in and out of vt/vf. The patient had exhausted all of the therapies and had to be externally rescued numerous times. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.